Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mitral stenosis. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The baseline mean pressure gradient was 3mmhg. The clip was implanted, reducing mr to 1-2; however, the mean pressure gradient increased to 6mmhg after deployment. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. It should be noted that the reported patient effect of mitral stenosis, is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on this information, the reported patient effect of mitral stenosis appears to be related due to procedural circumstances and there is no indication of a product quality issue with respect to manufacture, design or labeling.